Event description:
Insertion of penile prosthesis and approx 5-6 yr ago in fl. Treated for penile cellulitis nov. 93.4/25/94 removal of both cylinders and one reservoir.4/29/94 removal of remaining reservoir from left groin area.infected - pt still hospitalized and rx with antibiotics on date of this report.